Event description:
It was reported that a decrease in sensing and increase in capture were noted. A perforation was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.